Event description:
Revision surgery - femoral head replaced because morse taper damaged during surgery. 32mm cocr plus. Encore medical/djo surgical received a complaint about a reportable event. It was determined that encore/djo was not the MFR of the device in question. The MFR was pluse/smith & nephew. The info in this report and any associated parts have been forwarded to smith & nephew.